Event description:
I was placing a peripherally inserted central catheter (PICC) using the neomagic modified seldinger introducer kit (1.9/2.0 fr 30ga modified seldinger introducer kit, lot #1066), and when I went to peel away the blue introducer, one blue wing came off at the very start before tearing the remainder of catheter apart. I was able to use my tweezers and peel apart the rest of the catheter. Manufacturer response for introducer, syringe needle, neomagic (per site reporter) they offered an RMA with instructions on returning sample.